Manufacturer narrative:
This report is submitted on september 7, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently the abutment was changed under a general anesthetic on (B)(6) 2018.